Event description:
It was reported that a new ilet user experienced elevated blood glucose after a breakfast announcement, with readings up to 275 mg/dl before returning to 108 mg/dl later; the device model referenced was the ilet and the specific device component involved could not be determined due to insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user or caregiver and analysis of information provided by them. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.